Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had an implantable cardioverter defibrillator (ICD) placed on (B)(6) 2026. They had experienced runs of non-sustained ventricular tachycardia (nsvt) and the decision was made to implant for primary prevention. On (B)(6) 2026 the patient underwent a pocket revision secondary to hematoma.